Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, "dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive, unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity. Muscle and fibrous tissue laxity can also contribute to these conditions." This report is number 4 of 4 mdrs filed for the same patient (reference 1825034-2016-03100 / 1825034-2016-03098 / 03099 / 1825034-2016-04258).

Event description:
Patient underwent a hip revision approximately three months post implantation due to dislocation; the head and liner were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4).

Manufacturer narrative:
This report is being submitted to correct the patient's gender, which is female. If any further information is received, an additional report will be submitted. This is one of 2 mdrs submitted for this event (see 1825034-2016-03100).

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Concomitant products: femoral head: catalog#: 11-363663, lot#: 713400. Apical plug: catalog#: 123741, lot#: 655440. Ringloc acetabular cup: catalog#: 16-104152, lot#: 245290. Echo bi-metric femoral stem: catalog#: 192411, lot#: 119730. Low profile screw: catalog#: 103534, lot#: 972990. It has been indicated that the product will not be returned to zimmer biomet. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined, as the device was not returned for evaluation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will contribute to monitor for trends.